Manufacturer narrative:
The reported problem could not be duplicated. The device had a crazed door and malfunction 1a messages were noted in the history. These are not related to the reported event. Frequency of death or serious injury related to delivery accuracy for pca is approx. 2.28/million sets.

Event description:
Overdelivery reported. A nurse reports that she set the pump for a 1.0mg/ml drug concentration. Complete settings were not available. The device was later noted to display a concentration of 0.5mg/ml. Reporter states, "there was no adverse patient effect because we monitor patients on pca closely and titrate the delivery to effect." The patient had no adverse effects, no change in vital signs or respiratory status. Nurses allege the device changed drug concentration on its own. The time frame for which the concentration was incorrect is not known.